Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2024, it was reported by a sales representative via sems-(B)(4) that (qty. 2) of an ar-9597-10 angled reamer sleeve, 10° and (qty. 2) of an ar-9676 angled reamer, drive shaft were all cold welded with each other. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9676 with unknown serial/batch number was received for investigation. Functional testing was not performed due to the returned ar-9676 angled reamer shaft being stuck inside an ar-9597-10 and cannot be moved freely. Visual inspection noted signs of wear on the device. The most likely cause is attributed to misuse due to interference with the mating instrument.